Manufacturer narrative:
Sample is li heparin plasma. Customer verified the collection tube was only half full and did not have the proper fill volume. Qc is performed daily and was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. Service was offered but declined by the customer. Although sample quality was questioned, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system. The initial result was 2.50ng/ml which repeated at 0.50ng/ml. Upon repeat on a different instrument, the result was 0.02ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.